Manufacturer narrative:
(B)(6) batch # unk. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Additional information was requested and the following was obtained: what were the indications for surgery? Lap sigmoidectomy. What healthcare professional fired the device and what is his/her experience with the device? Yes, her experience was normal. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Middle-b (little lower than it!). Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Yes was the device difficult to close? No was the device difficult to fire? No did the healthcare professional receive audible & tactile feedback when firing the device? Yes were the donuts inspected? If so, please describe. They were perfect was a complete transection of the white breakaway washer visually confirmed? Yes were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No. How was leak identified? At the post-operative day. What was observed at the site of the leak upon reoperation? Unknown. Were there any issues noted with staple formation at any point throughout the care of the patient? No. How was the leak addressed? Abdominal pain. What is the current status of the patient? She/he is doing well..

Event description:
It was reported that the next day after sigmoidectomy the patient got the anastomotic leak. The staple line was broken. Just after the operation the water-air test was perfect. The anastomotic leak was repaired immediately and the patient recovered well.